Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that the patient was hospitalized due to their pd therapy. Upon follow up, the pdrn stated they are familiar with the patient who was hospitalized on (B)(6) 2023 following severe abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with escherichia coli in the culture and an elevated wbc count (exact count unknown). The pdrn stated the patient was diagnosed with peritonitis due to intra-abdominal sources involving ¿ongoing gastrointestinal (gi) issues¿ initially experienced by the patient prior to this event. The pdrn explained the patient has a gi infection in refractory that is unrelated to pd therapy and not due to deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn reported the patient was given intravenous (IV) vancomycin and IV ceftazidime (dosage, frequencies and durations of both antibiotics unknown) for antibiotic therapy while hospitalized. The pdrn stated the patient¿s pd catheter was removed during this hospitalization due to the severity of infection and a central vascular catheter was placed in favor of hemodialysis for renal replacement therapy. The pdrn reported the patient underwent hd on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn confirmed the patient¿s peritonitis, and the associated hospitalization was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues with hd and is currently being trained for home hd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.